Manufacturer narrative:
Additional information: d4, g1, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an av node reentrant tachycardia procedure, it was reported the ampere generator did not recognize the ablation catheter resulting in cancellation of the procedure. The ampere generator showed signals but did not show temperature or impedance and was unable to ablate. The extension cable was changed, and the ampere generator was restarted. Two catheters were opened for the procedure but since the ampere generator would not function, the procedure was cancelled.